Event description:
The patient's device was turned off as he suddenly developed major breathing problems. It was noted that he is not ill. The patient felt that the device was over-stimulating and he would become out of breath every time it stimulated. The nurse had first tried reducing stimulation but that made little difference. It was noted that the patient had instant relief when the vns was turned off. No other relevant information has been received to date.

Event description:
It was reported by the physician that that the patient's dyspnea and sensation of "over stimulation" is related to a lead impairment that was eventually revised. This lead revision did not improve the issue much at all. (Lead impairment report has been invalidated based on programing history review- no abnormal impedances seen). The device was noted to be turned off on (B)(6) 2020. This lead revision reported in 2020 due to this respiratory issue was noted to be for patient comfort only. No other relevant information has been received to date.